Manufacturer narrative:
Medwatch form received from hospital - uf/importer report # 4900240000-2023-8085.report: erika hamilton.

Event description:
Medwatch form received notes the atrial lead exhibited fracture.

Event description:
It was reported that the patient presented to the hospital remotely for a follow-up on (B)(6) 2023. During examination, it was noted that there was noise on the right atrial (ra) lead which led to episodes of inappropriate automatic mode switch (ams). The ra lead was explanted and replaced on (B)(6) 2023. The patient was in stable condition throughout.